Manufacturer narrative:
D4 - primary UDI number was updated. D7a - single use device was updated. H4 - device MFR date was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced 'no disposable pump won't run alarm'. The patient was unable to complete troubleshooting steps due to inability to follow directions. The reported failure mode could cause or contribute to death or serious injury. The medication 5fu (5 fluorouracil) was infused at rate of 2.2 ml per hour. The remaining volume was 12 ml and volume given was 89 ml. There was patient involvement, and no harm reported.